Event description:
It was reported that at patient's follow up six weeks post implant, there was no capture of the ventricular lead. The patient complained of pain. A computerized tomography showed that the lead had perforated the myocardium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, it was noted that the all of the conductors were stretched, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, the lead was stretched and visual analysis noted that there was apparent explant damage.